Event description:
Patient presented to the physician with an exposed stimulation lead and infection. Physician brought the patient into the or, tucked the lead under the subplatysmal, irrigated and applied vanco powder to the area, and closed. This resolved the issue.

Event description:
Patient presented back to the physician with stimulation lead protruding through the neck incision and infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.